Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker device. Data analysis had been requested. No further information was available. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since we received additional information that there have been no allegations, and this device was depleting normally. No evidence of a product malfunction. Please disregard report 2124215-2025-05748.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) on this pacemaker device. Data analysis had been requested. No further information was available. This device currently remains in service. No adverse patient effects were reported.additional information received indicated that boston scientific representative stated that this device was depleting normally as confirmed by technical services (ts).